Event description:
It was reported that there was a low flow in an arctic sun device. Per follow up information received via email on 02jul2024, their service partner mediflex would repair the device in the hospital on (B)(6) 2024. (First the repair was planned to be done 26june but the biomed from mediflex got sick, so they need to postpone the repair to 07july instead. They would change the spare part manifold assembly 403078-00 and hopefully it would be ok, the repair was not done yet. It was planned to change the manifold assembly regarding the issue with low flow. Patient was involved. They changed to another device they have in the hospital. No impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold assembly. Manifold assembly needed to be replaced due to no flow. Manifold assembly was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.